Event description:
The customer used the suspect device and obtained an inr result of 4.3. About an hour later he went to the lab and his inr was 2.9. Controls were in range. No treatment alleged. The device was replaced and requested to be returned for evaluation.